Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. Requested information indicated by "unk" was not known by the initial reporter. A balloon datasheet was forwarded to the facility contact in order to obtain this information. Datascope did not receive a medwatch form from the user facility or distributor as indicated in f13. Underwater leak testing revealed no leaks in the iab. Further laboratory examination revealed no defects in the returned product. (This form was mailed by datascope on 2/19/98).

Event description:
Event: blood was noted in the central lumen. The following was reported to datascope on 2/23/1998: blood was noted in the inner lumen and membrane. The iab was removed and another was inserted. There was no pt injury or complication as a result of the event. [Event complications]: unknown - reported 2/3/1998; none - reported 2/23/1998. [Pt's current status]: unk - rpt'd 2/3/1998.